Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the unit, a 4lpm, the unit will shut down. No alleged beeping or alarming.